Event description:
It was reported that the catheter was fractured. A 6f guidezilla ii catheter guide extension was selected for use in the chest area. During the procedure, it was noted that the device was fractured during delivery and could not reach the target lesion. The device was completely removed via normal method and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. At 54.5cm from the strain relief, the hypotube of the device was kinked. There was partial collar and shaft detachment where the shaft within the collar was twisted which is indicative to torquing or twisting the device during use. There was blood present in the shaft of the device. Review of the media provided shows partial collar detachment with twisting of the shaft and blood visible to the device which aligns to the reported events. There was partial detachment of the collar and shaft. However, the damage to the device indicates there was force during handling of the device given the shaft within the collar was twisted. Analysis can not confirm the reported difficulty to advance the device into the anatomy as the clinical circumstances could not be replicated. The damage present to the device would cause resistance during device advancement. No other issues were identified during the product analysis.

Event description:
It was reported that a catheter fracture occurred. A 6f guidezilla ii catheter guide extension was selected for use in the chest area. During the procedure, it was noted that the device was fractured during delivery and could not reach the lesion. The device was completely removed via normal method and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.